Event description:
Is this standard of care? A friend of mine visited (B)(6), dds in (B)(6). He recommended a tooth be pulled and a crown be seated. My friend followed his advise. Following the treatments, my friend noted a strange taste in his mouth. He became fearful of the dentist. His behavior changed. Eight years later, the crown fell out. Upon inspection, he found an approx quarter inch prod protruding from one side of the crown whereas the other side was completely hollow. This prod made contact with a metal coating on the stub of a tooth under which the crown was seated. You must imagine the pain probably deferred as a consequence of this contraption pushing on the stub whenever he bit down. My friend has been fearful of dentistry and medicine since. Is this the standard of care? Since the crown fell out his behavior has returned to normal, nevertheless he remains fearful to dentistry and medicine. I have videos of the device. Dates of use: (B)(6) 2004 - (B)(6) 2012. Event abated after use: yes.